Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide after an interventional procedure with a 6f sheath. Reportedly, the device was deployed yet hard to pull out. After manipulation, the device was removed. A hematoma had developed. The suture had captured the vessel wall; however, manual compression was used to treat the hematoma and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide after an interventional procedure with a 6f sheath. Reportedly, the device was deployed yet hard to pull out. After manipulation, the device was removed. A hematoma had developed. The suture had captured the vessel wall; however, manual compression was used to treat the hematoma and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: it was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide after a prostate arterial embolization procedure using a 5f sheath, upsized to 6f. Reportedly, after successfully completing step 4, closing the footplate lever, the device would not come out of the patient. The proglide was wiggled out with some resistance. Once removed the footplate was still partially open. A hematoma was observed and treated with manual compression. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the information provided, a definitive cause for the reported difficult to remove could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with calcified patient anatomy, tissue or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no.